Event description:
It was reported that the poly¿s stick and won¿t slide in the base or they slide in after pushing hard but peel off some of the plastic on the poly which leaves the poly residue potentially in the patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded this case reports that, following a tka procedure, plastic from the poly was potentially retained in the patient. It was communicated that there was difficulty sliding the poly¿s stick into the base and additional force was applied to insert the poly causing the plastic from the poly to peel. No product information or clinically relevant supporting documentation was provided for inclusion in this medical investigation. Without the requested clinical information, the root cause of the reported issue could not be concluded. The potential debris from the polyethylene, if left behind, could have a host reaction but the volume of the debris and location is unknown. Also with irrigation and flushing, this risk is mitigated. The impact to the patient beyond the procedure cannot be concluded, as the outcome has not be provided. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include surgical technique or a fit/ sizing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.